Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis therapy. The patient stated that the patient line was leaking. Nothing unusual was found during troubleshooting that would have caused the leak. The patient stated that prior to the alarm, no leaks nor damage to the lines or bags were noticed. The technical service representative had the patient cycle the power on the hc machine, disconnect using aseptic technique, and remove the cassette. The patient planned to complete therapy using continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.